Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the pump infused at a much faster rate than what was set. Desmopressin 10 mcg in 50cc ns was hung at 1042 to infuse over 45 minutes. Approximately 5-7 minutes after infusion started, the physician told the nurse that he wanted it to run over 45 minutes and that it ran in too fast. The facility biomed tested the device and could not replicate the event.

Manufacturer narrative:
(B)(4): 50ml IV bag of 0.9% sodium chloride with desmopressin; therapy date (B)(6) 2015. The customer¿s report of an over infusion of desmopressin was confirmed through a review of the pcu event logs. The pcu event log showed that the user programmed the pump module using guardrails drugs for the drug desmopressin as a custom concentration. The user entered a drug amount of 10mcg, diluent volume of 50ml, and a patient weight of (B)(6). A rate of 120ml/hr, vtbi of 50ml, and duration of 25 minutes were auto populated during programming and were not modified by the user. The infusion was started and continued until the user powered off the module 17 minutes later. The total volume infused was calculated to be 35.243ml. It was reported that this infusion was intended to infuse over 45 minutes (rate approximately 67ml/hr) however as programmed it would have infused in 25 minutes. Testing and inspection of the pc unit, pump module and administration IV set identified no malfunctions and the pump module was found to be infusing within specification. The cause of the over infusion of desmopressin was determined to be user programming.